Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 1.50mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. However, during introduction, the device delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was tightly folded. The shaft was examined. The hypotube was completely separated 44.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There are numerous kinks throughout the hypotube. The inner shaft was buckled at the distal end of the balloon. The tip was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 1.50mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. However, during introduction, the device delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.